Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment from connector. The infusion set was in use for less then 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.